Event description:
It was reported that during the mask registration for a percutaneous spine procedure, an inaccuracy was noted when checked with live fluoroscopy, and that the pedicel screws were placed superior. The screws were removed and replaced. The procedure was completed without a clinically significant delay. Respiration was not held during the siemens 3d c-arm image acquisition, and it was reported that this lead to registration inaccuracy.

Event description:
It was reported that during the mask registration for a percutaneous spine procedure, an inaccuracy was noted when checked with live fluoroscopy, and that the pedicel screws were placed superior. The screws were removed and replaced. The procedure was completed without a clinically significant delay. Respiration was not held during the siemens 3d c-arm image acquisition, and it was reported that this lead to registration inaccuracy.

Event description:
It was reported that during the mask registration for a percutaneous spine procedure, an inaccuracy was noted when checked with live fluoroscopy, and that the pedicel screws were placed superior. The screws were removed and replaced. The procedure was completed without a clinically significant delay. Respiration was not held during the siemens 3d c-arm image acquisition, and it was reported that this lead to registration inaccuracy.

Manufacturer narrative:
The device was discarded by the user.

Manufacturer narrative:
Spinemap software was added as concomitant product.

Manufacturer narrative:
During the evaluation of the data log files, tracker movement was determined as a potential cause of the reported event. The tracker was not available, only the data log files were available.